Event description:
This is a report of an event which occurred in a hosp in (B)(6). A (B)(6) male pt was admitted to the (B)(6). After experiencing a left ventricular anterior wall st elevated myocardial infarction (stemi) on (B)(6) 2011. A percutaneous coronary intervention (pci) was undertaken via the right iliac artery to place a stent on (B)(6) 2011. Urgent implantation of an centrimag lvad was performed on (B)(6) 2011, following myocardial stunning and signs of cardiogenic shock from ischemic damage of myocardium. The intra-operative and early postoperative course was uneventful. The pt was admitted to the cardiac surgery postoperative intensive care unit (ICU). The pt remained on a ventilator in the ICU and was treated with IV inotropes and vasopressors. A combination of triple antibiotics was administered for bronchopneumonia. After hemodynamic stabilization in the ICU, the process of weaning the pt off the lvad was initiated along with a minimal dose of epinephrine. The pt was sedated and placed on full restraints of all limbs due to anxiety and restlessness. On (B)(6) 2011, the centrimag lvad flow was 1.5 lpm. Unexpectedly, the arterial cannula ruptured (completely fractured) approx 5 cm external to the skin insertion site. The cannula separated into two parts along the axis. This resulted in bleeding and hypotension. The centrimag lvad was stopped. Despite the addition of blood products as well as inotropic and vasopressor therapy, the pt's condition deteriorated. The pt became asystolic and expired. The total duration of support was 12 days ((B)(6) 2011 to (B)(6) 2011).

Manufacturer narrative:
The suspect cannula was returned to levitronix for further examination. No visual and/or functional defects were observed in the suspect cannula aside from the fracture. The mode of failure leading to the fracture of the suspect cannula was reproduced during tensile testing of six test samples. The average force required to reproduce the fracture on six test samples was 11.8 lbs which is significantly higher than anticipated in clinical setting. The suspect cannula was also subjected to tensile testing. The force required to fracture the suspect cannula was measured at 12 lbs. The reported fracture appears to have been caused by an axial force greater than or equal to 11.8 lbs. This cannula is provided as part of the centrimag ventricular assist device (vad) kit which has been in commerical distribution, outside u.s., since 2003, and levitronix has been selling the centrimag system, which includes the centrimag vad kit, in (B)(6) since 2003. This is the first clinical report of a fractured cannula body for this cannula since 2003 and examination of the suspect cannula did not reveal any physical or functional defects inherent in the cannula. The same cannula is provided for commercial use in the u.s. As part of the centrimag rvad kit (B)(4), and it is also included in centrimag vad kit which is under study in two (B)(6) clinical trials (B)(4).